Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 8 was not opening. A technical support specialist logged in and used the populate feature to open the surrounding drawers, then attempted to open drawer 8 to take out enox 40mg and that resolved the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be bd pyxis medbank twr mn 7hh-1hm-3fm. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the drawer was not opening. The customer stated that while trying to issue enox 40mg, the drawer made a noise and did not open. The customer reported that this malfunction occurred when user trying to issue medication to patient there were no adverse events or injuries reported based on this event.